Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient claimed they had bilateral leads. In the tablet setup workflow under "leads" it was showing the patient had a lead in the 0-3 position and a "other" lead in the 8-11 position. Patient records indicated the patient only had one lead. The caller stated when they ran impedance, the right side was showing "high" for all of the unipolar and bipolar pairs but the left side was fine. It was recommended the patient consult with a physician and obtain imaging to determine what components were implanted in the patient. It was reviewed if the patient only had one lead and the other port was plugged, the lead configuration would need to be updated and then impedances would be measured appropriately and only measure the left side. If the patient only had a lead for the left side and the rights side port was plugged, those impedances would be in range. No medical symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the high impedances was undetermined at this time. The rep. Was unsure what healthcare provider (hcp) managed the patient so they were unable to confirm this with the hcp. No further complications were anticipated.